Event description:
Information received indicates the siderail is not latching due to a missing siderail latch nut and bolt.

Manufacturer narrative:
The service technician replaced the siderail latch nut and bolt to repair the stretcher.